Manufacturer narrative:
Eval: results: as received the lead was returned kinked with all wires broken approximately 17 cm from the stimulation end. No functional testing could be performed due to the received condition of the device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including a percutaneous lead on (B)(6) 2007. It was reported that the pt lost stimulation. A diagnostic test revealed invalid impedance readings for several lead contacts. Surgical intervention was undertaken to address this issue, and at that time, a lead fracture was discovered. The impacted device was explanted and replaced. No further complications were reported.